Manufacturer narrative:
The patient received treatment for tourniquet syndrome, however, the injury is inconsistent with the device use considering the recorded automatic blood pressure readings for the patient. Despite repeated attempts, no further information could be obtained regarding patient activity while wearing the device, or any patient comorbidities. The blood pressure cuff was returned, and findings show no evidence of device malfunction, however a replacement was sent out of an abundance of caution. The associated blood pressure pump was also received for service and findings indicate that there was no malfunction with the pump function. This report is considered complete and this particular issue closed.

Manufacturer narrative:
Spacelabs has launched an investigation into this event and will file a supplemental report once the investigation is complete.

Event description:
Spacelabs received a report on (B)(6), 2017 that a patient in (B)(6), was wearing a spacelabs adult ambulatory blood pressure cuff and developed a swollen forearm with hematoma, and pain.